Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient recently received two inappropriate shocks due to oversensing. The caller noted that smart pass is off and a review of the data identified low sensing amplitudes. Oversensing of t-waves was also noted and most likely due to noise. This patient is on dialysis which can frequently exhibit changes in rhythm. A boston scientific technical services consultant discussed further testing for this system. No adverse patient effects were reported.